Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5323084. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the reported failure mode. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, capas (B)(4) were initiated to identify and address the potential causes of safety shield disengagement. (B)(4).

Event description:
It was reported that after giving a flu vaccine with a 25 g x 5/8 in. Bd eclipse needle, a clinician engaged the safety mechanism and it broke off of the needle. This resulted in a contaminated needle stick injury. Both the source patient and clinician received post exposure lab work. The test results were negative.

Manufacturer narrative:
Results: although it was initially reported that the customer did not have samples available for evaluation, 100 sealed samples were returned for investigation. A simulated use test of 30 randomly selected samples was performed by activating the safety mechanism according to the IFU. No safety mechanisms broke off during activation. As previously reported, there were no irregularities found during the device history record or manufacturing record reviews. Conclusion: as previously reported, an absolute root cause for this incident has not be determined. In addition to capas (B)(4) previously indicated in the initial MDR, this product has a field action notification #: mss-16-837-fa.